Event description:
The facility reported a colleague infusion pump with a malfunction of "ch "a" inoperative." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "ch "a" inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a grinding noise from the channel a phm. The channel a phm was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.